Manufacturer narrative:
This product was received and tested by technical services and the no image failure could not be duplicated. A test baton was plugged into the monitor and the monitor was powered on. The image quality test passed and the led's were functioning. The cracked back shell was replaced. Routine servicing was performed: the lcd wire harness was insulated with kapton tape, the coin cell battery was replaced and the main battery was replaced. The device was certified and returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor had a white screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.